Event description:
Upon compounding of tpn's via the hyperformer compounder and manual addition of electrolyte additives, using b braun's compatible empty containers, it was discovered in the final product that there were pieces of plastic floating in the compounded product. Occurrences of this were noted on other dates and for different pt proudcts as well. Dates of occurrences were also (B)(6) 2006. B braun was notified of the occurrence and a request was made for a different brand of empty evacuated container for dispensing of tpn. The co response was that they had rec'd another complaint from another customer and had determined that it was replated to "scraping of the access port" when accessing the bag for additives. In each case where the plastic was found in the compounded parenteral product, the solution was filtered or transferred to another empty bag prior to dispensing and, was not dispensed until the solution was examined to be free of particles by the pharmacist.